Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys probnp ii immunoassay (probnp) on a cobas e 411 immunoassay analyzer (e411). It was asked, but it is not known if the erroneous result was reported outside of the laboratory. The sample initially resulted as 5 pg/ml. The customer was suspicious of the result since the last result of the patient was 300 pg/ml. The sample was then repeated, resulting as 200 pg/ml. No adverse events were alleged to have occurred with the patient. The probnp reagent lot number was provided as 16892, but this is not a correct lot number. The reagent expiration date was asked for, but not provided. The field service engineer checked the analyzer and no issues were found. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. Possible root causes for this event may be sample quality, bubbles/foam on reagent surfaces, and insufficient maintenance. Preanalytical issues are the typical root cause for this type of event.